Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The caller did not know the blood glucose reading. Upon troubleshooting, the insulin pump alarmed motor error again during a fill cannula attempt. The caller noted that the alarm had occurred 4 times in the last 30 days. The device also showed 2 other alarms in the alarm history. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm loop that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion and excessive no delivery alarm could not be performed due to the motor error alarm. No motor position encoder error could be verified due to an overwritten history file. No software error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.